Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was implanted with a competitive epicardial left ventricular (lv) pacing lead. Following implant, the crt-d exhibited a lv impedance of > 2000 ohms and no lv marker were present on the egrams.